Manufacturer narrative:
On 05-sep-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002309 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 07-sep-2023, it was noted that the correct imdr code for this event is coagulation in device or device ingredient (a030202). Therefore, h6. Medical device problem code has been updated.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. In the avnrt procedure, after mapping and ablation, a thrombus was found inside the vizigo hemostatic valve. The patient was anticoagulated. The physician stated, "during mapping, the act was over 300, but just before I noticed the thrombus, the act was about 230, so I don't think it is a product characteristic of vizigo." The patient was anticoagulated. During mapping, the act was over 300, but just before noticed the thrombus, the act was about 230. Noted temperature, impedance, and power - power: 40w- 30w, impedance: 100-150 ohms. Power or temperature control mode. Ablation settings time 999s power 30w, temperature settings - warning 37, cut off 40, impedance settings max cutoff 250 ohms. There were no issues related to temperature and flow on the catheter. There were no abnormalities observed prior to, or during use of the product. Contact force (cf) monitoring methods were real time graph; dashboard; vector; visitag and the visitag coloring setting was tag index. There was no patient consequence.